Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the patient was hospitalized for high blood glucose diabetic ketoacidosis. The patient¿s blood glucose level was 356 mg/dl at the time of the incident. The patient¿s current blood glucose was 470mg/dl. The customer¿s mother reported that the patient is in the hospital and they require troubleshooting before she can be released. The customer¿s mother reported that they treated high blood glucose with injection, pump and drip. The customer¿s mother reported that the customer was taken to the emergency room and then hospitalized on (B)(6) 2017 for high blood glucose and diabetic ketoacidosis. The customer was wearing the pump at the time of hospitalization. The drive support cap appeared normal (slightly indented). The troubleshooting was not completed. The customer will call back to troubleshoot. The insulin pump will not be returned for analysis.